Event description:
It was reported that there was a knee infection following a tka revision.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5512-f-202 tri ts femur sz2 right lot code:xmzc; cat. No.: 5521-b-300 tri ts baseplate size 3 lot code:brep ; cat. No.: 5550-g-319 triathlon symmetric x3 patella lot code:pdt2; cat. No.: 5560-s-112 tri cemented stem 12mmx50mm lot code:m6m09a; cat. No.: 5540-a-202 triathlon femoral distal augment 5mm - size 2 right lot code:ycer; cat. No.: 5570-s-040 triathlon total knee system offset adapter 4mm lot code:m5m02j. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that there was a knee infection following a tka revision.